Manufacturer narrative:
The suspect pendant was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The rep replaced the pendant as precaution. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after taking 2d images, the site switched to 3d but without pressing the pendant the kv lowered during the spin. The image was still usable for navigation so the case proceeded. There was no patient impact and no delay in surgery reported. Surgery proceeded as planned.